Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an intubated oncology patient who was admitted to the ER had a propofol infusion that ran slower than expected. The rate was estimated to be around 9.6 ml/hr, and after 20-30 minutes the white medication was not observed to be flowing into the patient¿s heplock tubing. The user observed the drug to be flowing correctly when it was disconnected from the patient and the pump. As a result, the sedation orders were changed to fentanyl. No patient harm was reported.